Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is in 2018. Initial reporter's phone number: (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a single focal toric intraocular lens (iol) was implanted although a model zmb00 was planned to be used. The initial focal toric iol was explanted and a zmb00 lens was then implanted. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: a review of the manufacturing records could not be performed as the serial number of the lens was not provided. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.